Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer performed a pump reset to resolve the issue. Customer¿s blood glucose level was 392mg/dl.